Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm message indicating a flow sensor issue. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00098.